Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Report source - (B)(6). This report is being submitted late as it has been identified in remediation. Complaint sample was evaluated and the reported event was confirmed. Based on associated device history records, the product was made to print and correct materials. Product left conforming to print as there was no evidence that states otherwise. The threads were fractured as stated in the complaint. Instrument fracture was likely due to an overload in torque. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that on an unknown date during an unknown procedure the tip of the instrument fractured. No adverse events have been reported as a result of the malfunction.